Manufacturer narrative:
Patient identifier and weight were not provided by the site. RMA issued and a replacement device shipped to the site on (B)(4) 2014. The device was returned to the manufacturer for analysis and showed signs of physical damage. The probe was not broken as initially reported, but the tip was severely twisted. The back end of the instrument was also well worn with several rings of abrasion around the shaft. The reported event was confirmed. The most likely root cause was excessive force applied to the tip of the instrument.

Event description:
A medtronic representative reported that during a spinal fusion procedure a navigation probe was damaged. The probe was twisted during removal from the anatomy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.